Event description:
End user states "he has had prior utis he has needed treatment for since he has done cic with this product, which has been many years now. He caths due to retention found during a hip replacement year ago and he said at 40 yrs old he started also having "prostate problems" but the cause of his retention is his "nerve issue" with this bladder. This is his preferred catheter and he is not blaming this catheter for his prior diagnosed utis; he is unclear of the cause of his past utis despite going to his md for them multiple times in the past." He was unable to specify the total number of times "he has had utis since using this product only that it has been multiple. He said they started recurring a lot with utis late last year into this year." He said "his only symptoms were "a distinct odor" and cloudy urine that would not go away. He said it occurred "back to back" starting in november 2023, december, jan, feb, march 2024 getting 5-7 day treatments of antibiotics each month (after getting his urine tested at md office), mostly bactrim he said and his urine would clear after 1 day of taking it but he would always finish the course and then 4 weeks later his symptoms would reoccur. He remembered it was not always the same bacteria on the urine cultures but the last ones were always e.coli he remembers. His md finally placed him on low dose bactrim as prophylaxes and he has responded very well to this treatment and since on it has not had any utis. He said he has had various utis prior since learning cic with this product but they were more infrequent throughout the years. He said he drinks plenty of fluids as well. He said he has his own use bathroom and wipes the counter with a clorox wipe each time, washes his hands with soap and water. Places a dental bib on the counter for his supplies and then uses hand sanitizer on his hands, cleanses his anatomy with a mckesson antiseptic wipe, uses more hand sanitizer and then preps the catheter so it is lubricated, (has been draining the water now) and uses more hand sanitizer and is mindful to not contaminate the catheter and uses the blue no touch sleeve."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.